Manufacturer narrative:
One case study was retuned for review. Review of the study confirmed the finished anatomy was oversized. The root cause for this reported event is an ensite cardiac mapping system software issue, over sized geometry in magnetic primary mode. Additionally, the study identified the ablation catheter and rf lesions appeared deep inside the generated model. This is the secondary effect of the finished anatomy being oversized. Review of the ensite cardiac mapping system verified in some cases shift can occur the behavior is consistent with a software issue that is addressed by resuming the study. See ensite cardiac mapping system IFU, starting a study, past studies, resuming a study. The root cause of the reported event was due to an ensite cardiac mapping system software issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following left atrium mapping reconstruction, the finished anatomy appeared oversized despite some cleaning. As a result, the ablation catheter appeared deep in the atrium and rf lesions inside the anatomy. The ablation catheter was unstable despite several respiration compensations. In addition, during pulmonary veins isolation, it looked a shift of the map occurred in the antero-posterior plan which made isolation difficult. The mapping was redone several times to continue the procedure. Only two of the four pulmonary veins were fully isolated. The procedure time was double the expected time. There was no patient adverse event.